Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and a posterior leaflet prolapse for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully implanted in the medial area of the posterior-2 leaflet. Due to the residual prolapse, a second mitraclip xtw was advanced within the patient. While straddling the device in the atrium, the device deviated towards the atrial roof. The clip was withdrawn to confirm alignment. There was challenges with visualizing the clip arms under fluoroscopy. There was resistance felt while retracting the clip, so the clip was advanced within the atrium and the steerable guide catheter (sgc) was rotated to improve visualization. The sgc was straightened and rotated and it was confirmed that the clip had successfully been retracted into the sgc. A pericardial effusion was visualized. While removing the clip from the patient, a drainage kit was prepared. A rupture of the atrial wall was suspected and the pericardial effusion could not be controlled. The patient was pronounced deceased within the cath lab. Post-procedure; there was damage identified on the clip's polymer coating and the tip of the guide catheter was not inspected for damage. No clinically significant delays were reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported sleeve steering issues. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The case details were reviewed by an abbott senior director of medical affairs. Based on available information, a cause for the reported sleeve steering issues could not be conclusively determined. The reported pericardial effusion, tissue injury, and death are cascading events of the sleeve steering issues. The reported patient effects of pericardial effusion, tissue injury, and death, as listed in the mitraclip g4 system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a